Manufacturer narrative:
Patient city: (B)(6)

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) it was reported that the infusion set's tubing came apart at the site location while the patient was sleeping. The site location was left side of patient's abdomen and the pump was on the back. The infusion had been used for three days. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.